Manufacturer narrative:
Additional information was received that the laboratory evaluated the infection came from the lead site which was related to the procedure and not to the device. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to infection. The physician did not know the location of the infection, but assessed it was probably at the lead site as they found pus there. The pocket site had only a bruise. The physician noted that during the patient¿s initial implant procedure, the patient had many fibrosis that made the lead placement difficult, and he had a high crp rate after the implant procedure. One week after the initial implant procedure the patient¿s crp rate was very high and the physician chose to explant the patient. The physician assessed that the infection was procedure related and administered antibiotics.

Event description:
A report was received that the patient underwent an explant procedure due to infection. The physician did not know the location of the infection, but assessed it was probably at the lead site as they found pus there. The pocket site had only a bruise. The physician noted that during the patient¿s initial implant procedure, the patient had many fibrosis that made the lead placement difficult, and he had a high crp rate after the implant procedure. One week after the initial implant procedure the patient¿s crp rate was very high and the physician chose to explant the patient. The physician assessed that the infection was procedure related and administered antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead 70cm.